Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 170 mg/dl. The customer stated that she had been exercising and that insulin pump may have been exposed to sweat, but not a lot of moisture. She also noted that she attempted to remove and replace the same battery to resolve the issue, but was unsuccessful; the insulin pump alarmed weak battery since she put the same battery back in. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and no unexpected weak battery alarm noted. The insulin pump has reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.